Event description:
A pt was anadvertently perforated during an endoscopy procedure. The procedure being performed is unk and the sue of the subject device during this procedure is also unk. The pt was reported to have been surgically treated and is rpeortedly doing well.